Event description:
It was reported that a few days after starting the therapy, using the pico, the pump stopped working, but the "ok" led illuminated and it was confirmed there was exudate in the tube.